Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was reported on (B)(4) 2013; during the unknown surgery on (B)(6) 2013 the epen handpiece was being used with burr attachment in theatre inside the sterile field. It was reported that the epen handpiece broke into 2 pieces between silver quick coupling mechanism on handpiece and black barrel of handpiece. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device is used for treatment not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn as no device was returned. A review of device history records was performed and no complaint related issues were found during manufacturing that would contribute to this complaint.